Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnography curve is running and capnography values (17, 22, 30, etc.) Were displaying on the monitor, however capnography was not connected and the capnography input cover was closed. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.